Event description:
It was reported that while the ventilator was connected to a pt, it showed a low minute volume alarm. A sudden pt asystole occurred. The ventilator was disconnected, the pt was manually ventilated and successful resuscitation was done. The same ventilator was connected back to the pt and the same problem reoccurred. The ventilator was swapped out with another one. The hosp further stated that the pt was highly sedated and relaxed. There was an active humidifier in the pt circuit at the time and the water trap was about to be emptied. The ventilator functioned without problems after the incident but with another expiratory cassette. The expiratory cassette that was in use during the incident had been cleaned and was not tested. The pt died 3 days later. (B)(4).

Manufacturer narrative:
The investigation is ongoing. A supplemental medwatch will be submitted when the investigation is completed.

Manufacturer narrative:
The ventilator was examined by our field service engineer. It was found functioning normally, no parts were replaced and it was returned to service. At the time of the event, the pt circuit consisted of tubing and an active humidifier. The expiratory cassette that was in use when the alarm occured was removed and cleaned before testing. When it was tested after cleaning it was functioning without any problems. The logs confirmed the occurrence of the low minute volume alarm. According to the hospital, it was immediately after this alarm that the pt got the sudden asystole. The mode of ventilation at the time the pt received mandatory breaths with pre-set tidal volume, respiratory rate with a pressure support level for the pt's spontaneous breaths. The single alarm was preceded by a high respiratory rate alarm and it indicated that the pt received a lower tidal volume than the set (460ml) but how much less is unknown. There are no technical alarms to indicate a technical failure and the pre-use check after the event was successful. The pt had been on ventilatory support for 11 days. The cause of the low expiratory alarm has not been determined but it was not due to the expiratory cassette. The cause of the asystole was not due to the function of the ventilator. The hospital also does not believe that the function of the ventilator was the cause. (B)(4).